Manufacturer narrative:
Health effect - suggested clinical code 4581: slow/no flow. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection and slow/no flow are potential adverse events that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
An article discussing coronary orbital atherectomy reported slow flow was observed in two patients. A dissection was observed in one patient. These cases were successfully treated with stent delivery to achieve sufficient flow. Yap lok bin et al. "Intravascular imaging-guided treatment of severe coronary artery calcification with orbital atherectomy: a prospective single-centre registry"